Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the foam pad on the statlock was damaged. Add info rcvd 11/25/2020 : placement info: right brachial vein at 37 cms internal. What type of catheter securement was utilized: statlock. What they¿re being treated for: pneumonia. Concomitant therapy: rocephin.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged statlock is confirmed. One 4 fr single lumen powerpicc catheter was returned for evaluation. An initial visual observation showed use residue on the returned sample. A statlock device with a foam pad and fixed posts was returned on the suture wing of the catheter. The left side of the foam pad of this statlock device appeared to have been torn off and was missing. A microscopic observation revealed the foam pad of the statlock device was stretched slightly at the broken edges, which were observed to be uneven and somewhat jagged. The evidence of stretching and tearing of the statlock pad suggests the device was likely broken due to excessive force applied during use. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that the foam pad on the statlock was damaged. Add info rcvd 11/25/2020 : placement info: right brachial vein at 37 cms internal. What type of catheter securement was utilized: statlock. What they¿re being treated for: pneumonia. Concomitant therapy: rocephin.